Manufacturer narrative:
Pump unable to download data, problem isolated to mother board. Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump received with corroded battery tube noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the customer was unable to upload to carelink. Blood glucose value was 600 at the time of the incident and treated according to back-up plan. The customer completed troubleshooting and was able to rewind the device. Displacement test was performed and passed. The insulin pump was returned for analysis.